Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the effluent line of a prismaflex st150 set during continuous renal replacement therapy. It leaked onto the scale. Additionally, it was also reported that ¿plasma¿ was leaking; however, the effluent line is not in the blood fluid path. There was no report of patient injury or medical intervention associated with this event. No additional information is available.